Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised to address gross polyethylene liner failure. Prior to revision surgery, the patient felt pain after bending down to put on his boots. Patient subsequently had discomfort and noticed squeaking from the hip. Radiographs show superolateral migration of the femoral head consistent with a gross polyethylene liner failure. Intraoperatively, the liner was found to have been disengaged and was freely rotating. The ceramic head had staining from the metal engagement. Several tabs on the liner were sheared off. Acetabular component was found to be well fixed in the appropriate position with no evidence of damage.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned device confirmed the reported event. Product error / contribution to the event is not identified. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary update (B)(4). 2022: the investigation was re-opened to review x-ray images that were received on a physical disc. Examination of the returned device and provided x-ray images confirmed the reported event. Product error / contribution to the event is not identified. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot based on the inability to find any additional related reports against the provided product code/lot number combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported that the liner was not seated in the cup and a revision was done to replace liner and head. Doi: (B)(6) 2018; dor: (B)(6) 2019; unknown affected side.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A phone call from the patient was received by the legal team describing the revision which occurred on (B)(6) 2019 with a primary surgery date of (B)(6) 2018. The reason for revision was to address shifting of the acetabular cup and shirring off of the tabs.